Event description:
Patient was sent to the cath lab to replace pacemaker and generator. Pacer failed to capture. Patient returned to cath lab for lead replacement; still no capture. New generator was again installed with restored capture.